Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2014-08203. The patient has two model 3186 leads from the same lot. It was reported the patient's scs system stimulation is causing pain. The patient is also experiencing pain at his scs ipg site. An sjm representative met with the patient and confirmed all system contacts were valid. Surgical intervention may take place at a later date to address the issue.